Event description:
It was reported that the burr was stuck. The 90% stenosed, 75mm x 3.1mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 1.25mm rotalink burr and 330cm rotawire were selected for use. During the procedure, the burr was stuck during rotation. The procedure was completed with another of the same device. No complications were reported and the patient's status was stable. It was further reported that the burr was stuck in the middle of the lesion and the guildezilla ii was used to hold the proximal segment of the embedded lesion and then the entire rotary grinding system was withdrawn with great force.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Visual and microscopic inspection revealed that the device has multiples kinks in the body of the guidewire and the spring tip was bent\kinked. No other issues were identified during the product analysis.

Event description:
It was reported that the burr was stuck. The 90% stenosed, 75mm x 3.1mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 1.25mm rotalink burr and 330cm rotawire were selected for use. During the procedure, the burr was stuck during rotation. The procedure was completed with another of the same device. No complications were reported and the patient's status was stable. It was further reported that the burr was stuck in the middle of the lesion and the guildezilla ii was used to hold the proximal segment of the embedded lesion and then the entire rotary grinding system was withdrawn with great force.

Event description:
It was reported that the burr was stuck. The 90% stenosed, 75mm x 3.1mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 1.25mm rotalink burr and 330cm rotawire were selected for use. During the procedure, the burr was stuck during rotation. The procedure was completed with another of the same device. No complications were reported and the patient's status was stable.